Event description:
It was reported that during a lap appendectomy procedure, a piece of the stapler broke off and had to be retrieved from the patient's abdomen. There were no resulting staple line complications. Another device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
Improper loading technique. Evaluation summary: the device was received in good visual condition and with a partially fired reload in the device. The reload pan was noted to be dislodged and with damage on the pan surface. The damage to the pan is consistent with an improper loading technique. When the reload is properly loaded improperly, it will be ejected forward and some staples will be deployed (approximately half away) and malformed because of incorrect alignment. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.